Event description:
The doctor noticed that the haptic was bent after implanting the lens into the patient's eye. The lens was removed and replaced.

Manufacturer narrative:
See MDR 1920664-2007-01464 for the intraocular lens used with this delivery device.